Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling for the reporting break and expulsion: "5. Precautions ¿ failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection."

Event description:
Healthcare professional reported having a syringe of juvederm ultra that was broken in the luer lock and the product leaked while injecting the patient in the glabella. There were no injuries.

Manufacturer narrative:
Device analysis: an empty syringe was received without cap nor needle. A crack was observed at the 3.0mm luer lock level.

Event description:
Healthcare professional reported having a syringe of juvederm ultra that was broken in the luer lock and the product leaked while injecting the patient in the glabella. There were no injuries.